Event description:
The patient claimed that the animas pump has an intermittent power issue due to a loose battery cap. The battery cap will not tighten securely on the animas pump. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that power loss occurred. There was no physical damage observed to the battery compartment. Visual inspection revealed that the battery cap is stripped and will not secure properly to the pump, resulting in power loss. A test battery cap was used to complete investigation. The pump powers on to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power loss occurring. A damaged battery cap is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.